Event description:
Device evaluation: the test strips and control solution involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2013, with the following findings: the test strip has passed testing the inaccurate control low. The reported issue could not be reproduced. However, the control solution had results above the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: control solution- (B)(6) 2013, test strips- (B)(6) 2013.